Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had a hernia. It was noticed that the pump was completely externalized. The artificial urinary sphincter (aus) was explanted and replaced. No further patient complications reported.